Event description:
New information received notes that the right ventricular lead had dislodged, and it was repositioned on (B)(6) 2023. Patient condition is stable.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited decreased pacing impedance and increased capture threshold with no capture. Chest x-ray was ordered, but there were no results provided and no intervention was performed. Patient condition was stable.

Event description:
New information received notes that the right ventricular lead was repositioned on (B)(6) 2023. Patient condition is stable.